Event description:
The patient presented with a clot occluding the left distal m1 middle cerebral artery (mca) that was treated with 12mg of tissue plasminogen activator (tpa); mechanical thrombectomy and aspiration devices. Partial recanalization of the posterior m2 of the left mca was achieved. It was decided that stent placement in the left mca would be the best approach in reperfusing the left mca vascular territory. Following intra-arterial infusion of 8mg of integrilin into the left internal carotid artery, the stent was placed across the occlusion in the left distal m1 mca. Successful recanalization of the left mca vascular territory was achieved with a thrombolysis in cerebral ischemia score of 2b after treatment. However, post procedure the patient¿s condition continued to deteriorate. Imaging showed a large hemorrhagic conversion at the treated area with cerebral edema and following midline shift and brain herniation. The patient¿s condition was complicated by pneumonia and respiratory failure. The patient¿s family withdrew care due to poor prognosis and the patient died 5 days post procedure.

Manufacturer narrative:
The device remains implanted.

Event description:
The patient presented with a clot occluding the left distal m1 middle cerebral artery (mca) that was treated with 12mg of tissue plasminogen activator (tpa); mechanical thrombectomy and aspiration devices. Partial recanalization of the posterior m2 of the left mca was achieved. It was decided that stent placement in the left mca would be the best approach in reperfusing the left mca vascular territory. Following intra-arterial infusion of 8mg of integrilin into the left internal carotid artery, the stent was placed across the occlusion in the left distal m1 mca. Successful recanalization of the left mca vascular territory was achieved with a thrombolysis in cerebral ischemia score of 2b after treatment. However, post procedure the patient¿s condition continued to deteriorate. Imaging showed a large hemorrhagic conversion at the treated area with cerebral edema and following midline shift and brain herniation. The patient¿s condition was complicated by pneumonia and respiratory failure. The patient¿s family withdrew care due to poor prognosis and the patient died 5 days post procedure.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death, hemorrhage, cerebral edema, midline shift and brain herniation are known and anticipated complications to these types of procedures and patient condition, and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.